Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that micro total protein (mtp) reagent failed calibration on the unicel dxc 600i synchron access clinical system. Customer stated that reagent probe b was found to be leaking on the reagent tray above the reagent wheel during troubleshooting. Customer stated that the instrument was stopped, and that the probe was not leaking while the instrument was in stop mode. Customer stated that no patient samples or results were affected, and that no one was exposed to or harmed by the instrument leak. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, after which a service request was generated. On the same day, the field service engineer (fse) inspected the instrument and found no leaking during system priming. After hearing a low vacuum sound, the fse replaced the waste valve. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue.